Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: nine (9) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected and it was noted that sample #1 had dark spot on white connector, and red fiber in packaging weld seal, sample #2 had dark spot or fiber on white connector, sample #3 had dark spot embedded in tubing, sample #4 had dark fiber on white connector, sample #5 had black spot on white connector, and black spot embedded in tubing, sample #6 had black spot or fiber on white connector, sample #7 had brown object or fiber on white connector, sample #8 dark spot or dent in packaging, and sample #9 had dark spot or fiber in spike cap. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) exactamix vented, high-volume inlets had particulate matter; three (3) had dark spots on the white connector, four (4) had fibers in the pouch, one (1) had fiber on the white connector, and one (1) had a dark spot in the cap of the white connector. This was observed prior to use. There was no patient involvement. No additional information is available.